Event description:
According to the reporter, during use, the device was connected to a generator but there was no seal (no evidence of energy delivery). There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
New information has been received, and reassessment of the complaint found that it is no longer a reportable issue. The event is no longer associated with a serious injury or potential for serious injury with reoccurrence. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during hemorrhoidectomy, the device was connected to a generator but there was no seal to a tissue that was 2-3m thick. (No evidence of energy delivery). There was no activation tone, no re-grasp, and no end tone was heard. Cleaning was made 2-3 times. A new ligasure replaced using the same generator and it worked fine. There was no patient injury.